Manufacturer narrative:
G4: 17jul2020 b4: (B)(6) 2020 upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-01517 was submitted. Repair information is submitted under the actual complaint MFR report#2031642-2020-01517 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01may2020.

Event description:
The customer reported that the device was inoperable. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.